Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on 20-may-2025. The blockage was at the site. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6010592 in question was manufactured at the reynosa site. The reference samples for the lot 6010592 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 19/jun/2025. All test results were found within specifications as per the test report complaint (B)(4) test report.pdf attached in this record. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: packing the lot 6010592 was packaged according to the wi version 99 manufactured in the machine multivac 14, on 10/dec/2024, with a total of (B)(4) units. Glue-connector lot: the lot 4m01032 was manufactured according to the wi version 37 manufactured in the machine mp03, on 06/dec/2024, with a total of (B)(4) units. The lot 4m01469 was manufactured according to the wi version 37 manufactured in the machine mp03, on 07/dec/2024, with a total of (B)(4) units. The lot 4m01470 was manufactured according to the wi version 37 manufactured in the machine mp03, on 10/dec/2024, with a total of (B)(4) units. The lot 4m01471 was manufactured according to the wi version 37 manufactured in the machine mp03, on 10/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code evaluated occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6010592 and no more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.